Manufacturer narrative:
Reference MFR report #2916596-2016-00970 for the report of the patient¿s previous gastrointestinal (gi) bleed. (B)(4). Approximate age of device ¿ 65 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2016 for a suspected gastrointestinal (gi) bleed and a hematocrit level of 21%. The patient was previously admitted on (B)(6) 2016 with a suspected gi bleed, however, a source of bleeding was not confirmed. An endoscopy and a colonoscopy were performed, but no source of bleeding was found. The patient was transferred to another facility for a double balloon endoscopy. Arteriovenous malformations (avms) were confirmed and the patient was transfused 9 units of packed red blood cells. Unspecified changes were made to the patient's anticoagulation regimen and the gi bleeding reportedly resolved. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported gastrointestinal (gi) bleed could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the results from the double balloon enteroscopy found angiodysplasia in the stomach and duodenum. The source of hemorrhage was confirmed to be these arteriovenous malformations. The patient was treated with argon plasma coagulation and the previously reported 9 units of packed red blood cells. The patient's gastrointestinal bleeding reportedly resolved on (B)(6) 2016. The patient was discharged. On the patient's (B)(6) 2016, the patient returned to the clinic. At the patient's clinic visit on (B)(6) 2016 the hematocrit was found to be stable and there was no evidence of bleeding.